Manufacturer narrative:
The investigation determined that false non-reactive results were obtained when a level 2 (reactive) vitros ahcv control lot 1520 was processed using vitros ahcv lot 0985 across two vitros xt7600 integrated systems. The assignable cause of the event cannot be determined. A vitros ahcv lot 0985 regent issue cannot be ruled out as a contributor to the event as the false non-reactive results were isolated to results from vitros ahcv lot 0985 reagent testing and acceptable results were later obtained when customer processed vitros ahcv controls (lot 1550) on an alternate lot of reagent, lot 1080. However, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros ahcv lot 0985. No diagnostic precision testing was performed on date the false non-reactive results were obtained, therefore instrument related issues cannot be ruled out as a contributor to the event. Improper handling of the vitros ahcv control cannot be ruled out as a contributor event as no information was requested in relation to the handling of the controls on the date of the event. In addition, the customer was using an adjustable pipette for control reconstitution and the ortho tsc recommended the customer use a glass volumetric pipette. Furthermore, it is possible there was an issue with the vial of the level 2 vitros ahcv control lot 1520 the false negative results were obtained, however, this could not be confirmed.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report false non-reactive results were obtained when a level 2 (reactive) vitros ahcv control (lot 1520) was processed using vitros ahcv lot 0985 across two vitros xt7600 integrated systems. Vitros xt7600 integrated system ((B)(6) - j1) level 2 (reactive) control results of 0.64, 0.61, 0.63, 0.62, 0.82, 0.81, 0.73, 0.69, 0.67 and 0.67 s/c (non- reactive) versus the expected results of reactive (?1.00 s/c) vitros xt7600 integrated system ((B)(6) - j2) level 2 (reactive) control results of 0.62, 0.59, 0.57, 0.54, 0.53, 0.49, 0.48, 0.47, 0.47 and 0.47 s/c (non-reactive) versus the expected results of reactive (?1.00 s/c) biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The non-reactive vitros ahcv results were obtained when the customer was processing a non-patient fluid. There has been no allegation of patient harm as a result of this event. This report is number one of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4) and reportability assessment (B)(4).